Event description:
We were informed that prior to use, foreign material was noticed in the packaging. Therefor the product was not used. No patient harm occurred.

Manufacturer narrative:
The complaint article was received for investigation. Visual inspection confirmed the foreign material as described in the reported event. As the origin of the material could not be clearly determined within d.o.r.c., the product will be analyzed in a external laboratory. The outcome of this investigation is awaited. As soon as results are available, the root cause investigation will be finalized.

Manufacturer narrative:
The complaint article was received for investigation. Visual inspection confirmed the foreign material as described in the reported event. As the origin of the material could not be clearly determined within d.o.r.c., the product will be analyzed in a external laboratory. The outcome of this investigation is awaited. As soon as results are available, the root cause investigation will be finalized.

Event description:
We were informed that prior to use, foreign material was noticed in the packaging. Therefor the product was not used. No patient harm occurred.

Manufacturer narrative:
In regard to this complaint, an unopened peel pouch including a plastic bag with a 25 gauge shielded total view endo-illumination probe was received for investigation. Visual inspection of the returned product confirmed the presence of foreign material in the packaging. Further examination, showed that the material was in fact an artifact in the plastic of the bag that held the probe. No further anomalies were observed. Unfortunately, the origin of the artifact could not be determined since the plastic bags are purchased from an external supplier. Despite control measures in place, the artifact was not detected before the product was released for distribution. A database search showed that no similar complaints have been reported on this specific issue previously. Based on the investigation performed, it is determined that the reported event is attributable to an human error during quality control. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends.

Event description:
We were informed that prior to use, foreign material was noticed in the packaging. Therefor the product was not used. No patient harm occurred.

Manufacturer narrative:
The complaint is under investigation.

Event description:
We were informed that prior to use, foreign material was noticed in the packaging. Therefor the product was not used. No patient harm occurred.